Event description:
It was reported by an impulse dynamics field representative on (B)(6) 2025 that during a lead revision procedure that day, both leads were being removed from the implanted osm ipg header when it was noted that the ipg set screws had been backed out too far. One set screw was successfully reseated, but the second screw failed to engage properly. Despite several attempts by the physician to reseat the screw, the screw could not be reseated, and a new device was requested. A replacement ipg was provided and functioned as intended. The explanted device is expected to be returned to impulse dynamics USA in marlton, nj in the coming weeks for evaluation.